Event description:
It was reported that the images were flat and low resolution, and that the system was down with unusable images. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier needs to be replaced. The customer canceled the service call.